Event description:
It was reported to target that a gdc coil had detached without voltgage during a procedure the pt was not affected by this product occurrence. No other info was given about this procedure.

Manufacturer narrative:
Description of device analysis: date of procedure: 10/23/97. The gdc pusher wire was returned wrapped around itself in its pouch and box, the main coil was not returned. No info was provided about the catheter used in the procedure, neither was it returned for eval. The pusher wire broke off at the detachment gap, and there was a black discoloration at the distal end of the tubing. Howevere, there is also evidence of some kind of chemical corrosion. The complaint report indicated that the coil detached without voltage. Since the catheter was not returned, it is not possible to determine the origin of this anomaly. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to co without co's independent verification as to its accuracy, completeness, or causal relationship to the product.